Event description:
The pt had a lead replacement on (B)(6) 2010. The stimulation "was helping, but has shifted downwards and is partially covering area." No pt symptoms were reported. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.